Event description:
In 2006 the lay user/patient contacted lifescan (lfs) alleging that her one touch basic enhanced meter was powering off during use. The senior medical affairs specialist mailed a letter since the patient could not be reached by telephone. Approximately three days prior to calling lfs, the patient described experiencing "low sugars and passing out." The patient did not test before, during, or after experiencing symptoms. She was not tested on any other device. The patient was unable to indicate whether any actions were taken during the time of concern. She was admitted to the hospital. Possible treatment received at the hospital was unknown. The customer care advocate (cca) was unable to confirm whether the battery had been replaced per the owner's manual or if there had been any trauma to the meter. The cca educated the patient on the automatic shutoff and the meter did power off before the time was up. The cca was unable to complete troubleshooting, since the patient did not have batteries. The meter was replaced. The patient indicated the meter had a power issue. Although unknown if this issue began before the patient developed symptoms (low sugars and passing out) and was admitted to the hospital, this complaint is being reported.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.